Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient was hospitalized for a bladder infection. It should be noted that diabetes mellitus is a common cause of infection.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hospitalization that occurred on or approximately (B)(6) 2015. Patient reported that he was hospitalized for 3 days due to a bladder infection. Patient was not wearing dexcom equipment during his hospitalization, and reported hospitalization was not related to dexcom use. Additionally, patient reported after he was discharged from the hospital, he spent the following 3 weeks in rehabilitation, and continued dexcom use at this time. At the time of contact, patient reported to be at home and stable. No additional event or patient information is available.